Event description:
Healthcare professional additionally reported the patient was under the recommended age when implanted. The device has been explanted.

Manufacturer narrative:
Continued h.6: f2203.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported " small amount of silicone is observed between the fibrous capsule and the right breast implant, associated with tiny foci of liquid inside the implant, compatible with intracapsular rupture.", edema and swelling. The device remains implanted.